Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head displayed an error code e229. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2,h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e229 occurred due to cable failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an error code e229. There were no reports of patient harm.